Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was in good condition.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided.